Manufacturer narrative:
Final analysis confirmed the reported hardware backup mode. The root cause of the anomaly could not be determined. The device was tested and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation when interrogating the device, implantable cardiac monitor exhibited backup vvi operation. Troubleshooting did not resolve the issue. The device was not used.